Event description:
On (B)(6) 2009, the patient's mother reported that about 2 weeks ago, the patient had a low blood glucose reading of 39 mg/dl with his normal range being 130-140 mg/dl. She did not have the details of the incident, but requested the patient's insulin infusion device be replaced. She said the patient told her he has had an error message on his device twice in the past couple of weeks. She did not know what the error messages were. She agreed to have the patient call with further information. On follow up with the patient's mother on (B)(6) 2009, she said the patient called her during the low reading incident and she could tell he was disoriented so she had him give the phone to someone else. She told that person to give the patient orange juice and to take him back to his dorm. The patient called her the next day to tell her he was fine and had switched to his backup infusion device. He stated his primary device was giving and error message. To troubleshoot, the mother installed a battery into the primary device and it alarmed an e7 (electronic error). She was unable to confirm whether the e7 was the same message given on the day of the incident. She again requested the device be replaced. The patient was called and he stated he had not eaten much the day of the incident and believes that is what caused his low readings. He stated he could not remember much about the day and could not recall any errors on his infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.